Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement at the time of the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including all required system tests without duplicating the customer's report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The battery and electrode pads involved were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.